Manufacturer narrative:
The returned lead was visually analyzed which revealed that contact eight was crushed by the lead extension setscrews as the lead was not fully inserted into the lead extension prior to the setscrews being tightened. This led to the proximal array contact not fitting into the lead extension. A labeling review did not reveal any anomalies as it states that the dbs lead is to be fully inserted into the lead extension when the setscrews are tightened. The returned lead extension was visually analyzed, and it was revealed that it was cleanly cut into two pieces approximately six centimeters form the distal end of the lead. The clean-cut damage is a result of typical explant procedures and is not considered a device failure.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure of their left lead to optimize their therapy. During the procedure, the lead was difficult to remove from the extension therefore the physician had to explant and replace the extension. The patient was doing well postoperatively. Additional information was received that the patient experienced inadequate tremor control.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365db312855b0, model: db-3128-55b, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure of their left lead to optimize their therapy. During the procedure, the lead was difficult to remove from the extension therefore the physician had to explant and replace the extension. The patient was doing well postoperatively.